Event description:
It was reported that during a laparoscopic procedure, issues were experienced with loading, and no clips were able to be fired from the device. The product was replaced to complete the case. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the instrument was partially applied with fourteen clips remaining. One clip was observed malformed; shaped like a tear drop in the jaws of the instrument. No other visual abnormalities were observed with the instrument. During functional testing, the malformed clip was removed. The instrument was applied to appropriate test media. The instrument cycled without binding. Clips advanced into the jaws, formed properly, and were held securely in place after full formation was achieved and the firing handle was released. When the cartridge was empty, the interlock engaged to prevent the jaws from approximating. It was reported that no clips were able to be fired from the device the reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur if an attempt is made to apply a clip after it has been properly loaded in the jaws and forced back into the shaft as the jaws are closing causing a malformed clip. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: when squeezing the handle, remove finger from trigger. Do not simultaneously pull the loading trigger and squeeze the handle as this may result in the firing of an unformed clip or jamming of the instrument. When firing the instrument, squeeze the handle firmly as far as it will go. Failure to squeeze the handle completely may result in clip malformation and possible bleeding or leakage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.